Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during classroom education a pca module repeatedly displayed "syringe not recognized on main display. Multiple brand-new syringes were installed, the device was power cycled and all attempts resulted in the pcu/pca module to not recognize approved bd 30ml syringes. There was no patient involvement.